Event description:
The customer reported that the system locked-up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board, fluoro functions board, and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.